Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load sequence. Customer's blood glucose level was not impacted. The customer reported that an alternate pump would continue to be used for insulin therapy.